Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental final medwatch will be filed.

Event description:
It was reported that the roller of this device no longer cuts properly. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the roller shaft was worn. The roller was replaced and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.